Manufacturer narrative:
(B)(4). The mmsi x25 final tightener was received by the customer quality unit for evaluation. Visual examination revealed that the hexlobes on the x25 final tightener¿s distal tip had become stripped. Observed damage notes that it is in the direction of tightening. This damage is consistent with a final tightener that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. A device history record review did not identify any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the final tightener¿s distal tip was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following event was reported: the products are nicked and do not fulfill their function product information: code 279712600 lot gm5059701; code 279712600 lot: gm4910401.